Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure high alarm occurred shortly after starting a routine hemodialysis treatment. The operator ended treatment after performing a partial rinseback, resulting in a estimated blood loss of 45cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback following an unrecoverable alarm as directed in the user's guide. Although the exact cause of the alarm cannot be determined, the alarm was most likely the result of insufficient dialysate flow to the cycler. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator. Nxstage medical considers this report closed. No additional information will be provided.